Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post-operative device check. Upon review, the right atrial lead exhibited high capture thresholds due to a suspected dislodgement. No other electrical anomalies were noted. The physician elected not to revise the lead at this time as the thresholds have been improving.